Event description:
It was reported that high impedance was observed on the svc coil. The device was reprogrammed to exclude the svc coil vector. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.